Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was related to a failed storage space recovery process preventing door access. A field service engineer used the left and right keys to manually unlock the tower doors, which then appeared in the application for recovery. A hardware test application (hta) test was successfully completed, and the customer verified proper functionality. Proactive inspection was performed on the station. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using thebd pyxis¿ medstation¿ es auxiliary tower door was not opening and unable to recover, under the recover storage space tab there was nothing listed to recover. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.